Event description:
Patient complains of feeling pain under his bottom when assisted to his side, blue luer lock -sampling- port from foley catheter had broken off. Surgeon notified and nurse instructed to replace drainage bag. Drainage bag changed per sterile technique at 1045. Foley bag sent as defective item and currently stored in risk management.